Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed and a probable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error 216 (scope communication error) and error b30 (scope communication error) during a diagnostic gastroscopy "(fogd)" procedure. The procedure type was diagnostic. There were no reports of patient harm.